Event description:
It was reported that a spectrum pump did not infuse during delivery of fentanyl in the biomedical department. The pump signaled that the infusion of 100ml was complete but when they checked bag nothing was administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "did not infuse during delivery of fentanyl" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. An infusion matching the customer-reported parameters on the reported event date was recorded, however, no abnormalities were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.